Manufacturer narrative:
1038671-2023-00242. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, patient underwent a left knee replacement surgery and was implanted with an optetrak device. Patient underwent a left knee revision surgery, and the optetrak device was explanted. Upon information and belief, patient required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. Patient experiences daily pain and discomfort in his knee, which limits his activities of daily living and impacts his quality of life.